Manufacturer narrative:
The vascade mvp will not be returned for evaluation. The investigation is pending and upon completion a supplemental report will be submitted accordingly.

Event description:
The patient underwent an interventional patent foramen ovale (pfo) closure procedure in which a vascade mvp vascular closure device was used with 9f and 11f access sites. During the procedure, the patient received 5,000 units of heparin, and no protamine was administered. The nurse practitioner (np) reported that the vascade device deployed as intended but failed to achieve hemostasis. The np further reported that bleeding from the access site could not be stopped. As a result, the patient required multiple sutures and an overnight hospital admission.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation conclusion. Without a sample or photos for evaluation, it is not possible to determine whether there was a manufacturing defect related to the disposable, and thus, a root cause cannot be determined. The device history record (DHR) was reviewed, and the lot was manufactured according to approved procedures, meeting all specifications for release without any noted manufacturing deviations that could have contributed to the reported incident.